Event description:
Graft tear, mid section of main body observed as an endoleak. A main body extension was deployed, but unsuccessful in resolving the endoleak. A second main body extension was deployed overlapping the first cuff and extending distally beyond the graft to near the bifurcation. The endoleak was resolved, however the distal portion of the second extension did not appear to fully open. The patient will be monitored for any graft complications.